Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on (B)(6) 2015 to report that on (B)(6) 2015 the patient's receiver would not connect to the transmitter several times a day. There was no report any injury or medical intervention. No additional event or patient information is available.